Manufacturer narrative:
(B)(4). Model/lot #) igtcfs-65-1-fem-celect-pt. (B)(4). Summary of investigational findings: investigation is based on event description and review of provided imaging. No significant tilt was found on initial venogram (tilt<16deg). No evidence of penetration, but mild tenting. Follow-up x-rays demonstrates a tilt of 17deg in reference to l2 and a tilt of 4deg in reference to l3. Tilt should be measured in reference to the longitudinal axis of ivc, however follow-up venograms were not obtained, why vertebral bodies were used as a surrogate for the expected course of the ivc. The imaging review states, that the surrogate likely overestimates the anterior tilt that is truly present. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during filter placement or during filter implanting period. Based on the provided information it is not possible to determine the root cause for the reported filter tilt. There is found no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 20.0 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect filter ( lot # e3363730) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, tilt, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was not measurable because there was no fiduciary or marking catheter used. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 6.7 degrees. On (B)(6) 2016, post-procedure x-ray, (same day as procedure): site: no evidence of filter fracture, embolization, migration, or tilt. Analysis: no evidence of filter fracture, deformation, embolization, or migration. The angle of filter tilt in the ap view was 2.4 degrees, 16.3 degrees in the lat view, and 3.4 degrees in oblique view. Patient outcome: the patient remains in the clinical study and no other device related adverse events have been reported.

Manufacturer narrative:
(B)(4). Catalog: igtcfs-65-1-fem-celect-pt. Investigation is still in progress.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 20.0 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect® filter ( lot # e3363730) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, tilt, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was not measurable because there was no fiduciary or marking catheter used. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 6.7 degrees. On (B)(6) 2016, post-procedure x-ray, (same day as procedure): site: no evidence of filter fracture, embolization, migration, or tilt. Analysis: no evidence of filter fracture, deformation, embolization, or migration. The angle of filter tilt in the ap view was 2.4 degrees, 16.3 degrees in the lat view, and 3.4 degrees in oblique view. Patient outcome: the patient remains in the clinical study and no other device related adverse events have been reported.